Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced bilateral breast pain, and left-sided granuloma and rupture postoperatively. The patient had a consultation with a healthcare professional. Due to bilateral breast pain, MRI was performed on the patient¿s breasts on (B)(6) 2021. The MRI result indicated left-sided rupture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021 in (B)(6). This report is for the right-sided prosthesis.